Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The root cause of the system error 2240 alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A 510 number will not be provided in the emdr as the product code and lot number are unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
This is a case report received through the (B)(6) through baxter's afterhours call service on (B)(6) 2010 from a male patient (B)(6), who attends (B)(6) hospital. It was reported that on (B)(6) 2010 the homechoice machine sounded a 2240 alarm (air in set) during dwell 3 of 4. The patient was connected at the time of the reported event and did not disconnect at any time prior to the event. All bags were properly spiked and connected. No patient extension lines were used. No open clamps were noticed on any unused supply lines. The patient did not notice anything unusual about the supplies either. The patient will start over with new supplies. No clinical consequences for the patient have been reported. No sample is available for evaluation.